Event description:
It was reported that patient presented to a lead revision procedure. Prior to the procedure, the right ventricular (rv) lead exhibited over-sensed noise leading to pacing inhibition. The lead was replaced as a result. The patient was in stable condition.